Event description:
As nurse was coming on the evening shift, the patient was found to be screaming and blue with the vent alarming "disconnect." The mask was securely placed and looked intact. During the nasal CPAP delivery, one of the limbs of the had a significant tear near the connector of the tubing. The other limb was intact. This was the second time this occurred on the patient (first event tubing was not kept.)